Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a nurse from (B)(6) of aseptic peritonitis in a patient subsequent to dianeal pd1 and physioneal, therapies. In (B)(6) 2009, the patient began therapy with dianeal pd1, 1.36%, 2 liters double bag intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient experienced aseptic peritonitis with dianeal pd1. Action taken with dianeal pd1 therapy was not reported. Follow up information was received from the nurse on (B)(6) 2011. Physioneal, unspecified product was added as a suspect product. On (B)(6) 2010, physioneal was prescribed to the patient instead of dianeal, however, the patient wanted to finish the dianeal bags he had at home before starting physioneal. The patient was very compliant with aseptic technique and the peritoneal dialysis protocol. On (B)(6) 2010, the patient experienced aseptic peritonitis manifested by cloudy effluent following administration of dianeal pd1 and was hospitalized. At the time of the event, the patient was on dianeal, one double bag daily and physioneal 1.36% (lot number was not reported) 5 liters, during the night with a cycler. Dianeal pd1 was stopped and the patient received physioneal during the day and during the night for pd. Corrective treatment consisted of vancomycin intravenously (IV) and gentamicin ip (therapy dates were not reported). After 72 hours of hospitalization, the patient was discharged on (B)(6) 2011. The patient recovered on an unspecified date in (B)(6) 2011. The nurse considered the aseptic peritonitis as possibly related dianeal pd1 therapy and did not consider physioneal, unspecified product, as suspect but a concomitant medication. Medical history and concomitant medications were not reported.